Event description:
It was reported to boston scientific corporation that a sensation standard oval snare was using during an endoscopic retrograde cholangiopancreatography within the common bile duct. According to the complainant, while attempting to place a plastic stent in the bile duct to enable bile drainage, the wire of the snare snapped. The procedure was completed using another sensation standard oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
The snare was used to remove the plastic stent, not to place it.

Event description:
It was reported to boston scientific corporation that a sensation standard oval snare was using during an endoscopic retrograde cholangiopancreatography within the common bile duct. According to the complainant, while attempting to place a plastic stent in the bile duct to enable bile drainage, the wire of the snare snapped. The procedure was completed using another sensation standard oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. The snare was used to remove the plastic stent, not to place it.

Manufacturer narrative:
The returned device was evaluated and presented with a bent loop. The snare was able to extend and retract without issue. The returned device was not consistent with the complaint that wire snapped; the complaint was not confirmed. Based on the condition of the returned device, this complaint has now been deemed non-reportable. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). This polypectomy snare is indicated for the electrosurgical removal and cauterization of gastrointestinal tract polyps through an endoscope. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.